Manufacturer narrative:
Evaluation method code: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: upon receipt, the valve appeared distorted and out of round. Stent measurements = 23.34 mm x 26.06 mm. The leaflets are flexible. The non-coronary and left cusps are intact. A slight tear and abrasions in the right cusp adjacent to the right non-coronary appear to have occurred during retrieval. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: reduced performance/lack of effectiveness likely related to implant technique. Product abandoned without reported adverse pt effect.

Event description:
Medtronic received info that this bioprosthetic valve was abandoned at implant due to the valve being undersized. It was reported that the pt was measured for a 25 mm valve, and this valve was subsequently implanted. After the valve had been implanted, it appeared to be distorted and too small. The valve was subsequently removed and replaced with a different 25 mm valve. No add'l complication were reported.